Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer had an alternate pump for insulin therapy. There was no impact to the customer¿s blood glucose.